Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer' blood glucose (bg) level was fluctuating between 90-314 mg/dl. The high bg level was to be addressed with a correction bolus via the pump. The customer and the healthcare provider made adjustments to the carbohydrate ratio setting and the time on the pump was noted to be off by 1 hour. The customer did not realize that the pump time was incorrect. Tandem technical support assisted the customer with correcting the time. Reportedly, the customer was using the cartridge for 5 days.